Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The stylet insertion test was performed successfully with considerable resistance observed throughout the entire lead length. Dried blood was observed in the distal conductor lumen which likely contributed to the resistance observed during the stylet insertion test. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was mapped to a good location but there was high impedance. The physician tried for a better location with a different stylet but found difficulty progressing the stylet. The impedance was measured again and there was high impedance. The physician decided to take the lead out and try it in the sterile table. The physician was unable to progress the stylet, and noticed an obstruction. Saline solution was used to clean the stylet, but it made no difference. The lead was attempted and not used. Another lead was used with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.